Manufacturer narrative:
The sample was discarded; therefore, not available for investigation. Info has been added to the database for trending purposes.

Event description:
The company received a report where it was claimed that during preparation for a routine trach replacement, the cuff separated from the tube. The end clinician attempted to remove the tube and cuff separated from the tube and become lodged in the pt's stoma. The caller reported that the end clinician was able to remove the cuff with fingers and there was no harm to pt. The caller confirmed this was discovered during routine replacement and the reported deficiency was not the cause for the tube replacement.